Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's leads were fractured. It was also noted that the patient had high impedance and loss of stimulation. The patient underwent a lead replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s leads were fractured. It was also noted that the patient had high impedance and loss of stimulation. The patient underwent a lead replacement procedure. Device malfunction was suspected.